Event description:
It was reported that a no flow occurred during infusion with an infusor. The patient had been connected to the device for 48 hours. The nurse found that there was no flow from the device. The nurse was able to flush out the patient line. There was patient involvement; however, there was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not available; therefore, no device analysis was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.